Manufacturer narrative:
Upon receipt, this product was thoroughly analyzed in our quality assurance laboratory. Visual analysis of the returned fiber did not identify any breaks in the fiber o fiber tip. Analysis also identified that the glass cap was able to rotate independently of the metal cap, indicative of glue failure. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the fiber tip broke at 98,849 joules and 11 minutes of use. The procedure was completed with a second fiber. There were no patient complications.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the fiber tip broke at 98,849 joules and 11 minutes of use. The procedure was completed with a second fiber. There were no patient complications.